Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported in the middle of a line placement the picture became very pixelated. Customer has changed multiple setting with no change in picture quality. They did try to resolve the image quality by adjusting the settings. This has happened more than one instance. Resetting/rebooting the device twice did not resolve the problem. The exact number of instances was not provided by the customer.